Event description:
It was reported that during a lar, circular stapler misfire. Case was completed successfully.

Manufacturer narrative:
(B)(4). Date sent 12/4/2023. D4 batch # unk. B3: exact date unk. Assumed first day of the month. H6: health effect ¿ clinical code gastrointestinal system (e10) an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested, and the following was obtained: 1. Could you please confirm the device product code#/lot#/batch? Cdh29p 2. Please provide more details for the "circular stapler misfire": provider and staff are very familiar with device and use it daily. Everything went fine with firing sequence and staple formation. Upon removal the device would not release from anastomotic lip. Opened an additional 2 rotations and kept fish tailing while applying pressure. Still wouldn¿t release. Finally after a good amount of pressure the device released but the anvil was left behind, caught up on the anastomotic lip. Used lap instruments to free up the anvil and removed it separately. There were two donuts, however the provider didn¿t trust the staple line after having to manipulate it so much. So they ended up resecting and re-anastomosing. They also ended up diverting the patient as an extra precaution which they were not planning on doing. After talking with provider and staff I believe they did everything correctly. 3. Where within the gap setting scale was the orange indicator prior to firing? 4. What confirmation was received that the device was fully fired? 5. Did the device staple? Yes 6. Was the staple line complete? Yes 7. Were there any staples missing from the staple line? 8. What was the shape of the staples (b-formation, irregular, legs straight)? 9. Were the staples deployed into the tissue? Yes 10. Were the staples seen in the surgical field? 11. Did the device cut? Yes 12. Was the cut line fully circumferential around the target tissue? Yes 13. If the device fully cut, were both tissue donuts present? Yes 14. If the device fully cut, were both donuts complete? 15. How many counter-clockwise revolutions were used to open the device? 2 additionally. Then an additional 2 16. How was it confirmed that the anvil was free from the tissue prior to removing? 17. After firing was the adjusting knob turned ½ to ¾ revolutions? 18. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Yes 19. Who fired the device? The pa 20. Who removed the device? The pa 21. Was the safety reset prior to removal? 22. What was the users experience with the device? Use it daily attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.